Manufacturer narrative:
Examination of the device showed a radial tear at the balloon, approximately 3mm from the balloon proximal tip. The distal tip of the balloon was inverted. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1224806) indicated that the device lot met all established performance criteria prior to shipment. See medwatch 3004939290-2013-00020 for the first device. This medwatch report is in response to the user facility medwatch report # (B)(4).

Event description:
On (B)(6) 2013, aci received a copy of a medwatch report (MDR # (B)(4)), which was sent to the FDA by the user facility. The report stated that the date of event was (B)(6) 2012, and the date of the report was (B)(6) 2012. The following is the description of the complaint: "the mynx device was opened to the sterile field and burst (the balloon expanded but the device did not deploy). A second mynx closure device was opened and the same thing occurred. There was no injury to the patient. The intended procedure was a balloon angioplasty and stent of right brachial artery stenosis." After further follow up the aci sales professional was able to obtain a copy of the report of operation which noted the following information: 'the patient's groins were prepped and draped sterilely; 1% xylocaine was used to anesthetize the skin and subcutaneous tissue in the right groin. The right common femoral artery was punctured percutaneously. A guide wire was advanced up the iliac artery. A 7 french sheath was advanced over the wire. A bernstein catheter and a glide wire were used to selectively cannulate the right innominate artery and then the subclavian, axillary, and brachial. A preliminary arteriogram showed the area of tight stenosis in the brachial artery just above the elbow. We were able to get a glide wire across this. The patient was heparinized. A self expanding ev-3 stent 5mm diameter was advanced over the wire, deployed at the area of stenosis. The delivery catheter was removed. A 5mm balloon catheter was then advanced over the wire and the stent was dilated. Completion arteriogram showed that there was no residual stenosis. The artery was widely patent. Guide wire and balloon catheter were removed. We attempted to use a mynx closure device, but because the patient's arteries were so calcified the balloon broke and we therefore removed the sheath and held pressure on the groin for 30 minutes. There was no bleeding or hematoma. Sponge and needle counts were reported as correct. The patient was sent to the recovery room in stable condition.